Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements, measuring 132 ohms. It was noted that the patient has a non-boston scientific implanted pulse generator. Technical services (ts) was consulted for troubleshooting options. The patient was evaluated in the clinic and troubleshooting was performed, and nothing was found in various positions. Additionally, there was no observations of noise. The plan is to continue to monitor. If sli exceed 150 ohms, they will consult with ts. At this time, the lead remains in service. No adverse patient effects were reported.